Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide procedure name and date. When did the needle got separated from the suture, before use on patient (pre-op), during use on patient (intra-op)or after use on patient (post-op)? *please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail. Please provide the return status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Events reported via 2210968-2022-04011, 2210968-2022-04012, 2210968-2022-04013, 2210968-2022-04014 and 2210968-2022-04015.

Event description:
It was reported that a patient underwent an unknown procedure in 2022 and suture was used. During or prior the procedure, it was reported that the needle got detached from the suture. No adverse patient consequences were reported. Additional information was requested.